Manufacturer narrative:
The patient surgical manipulator (psm)2 has been returned and evaluated by the failure analysis team on (B)(6) 2023. The psm was able to reproduce the failure of non-intuitive motion along the yaw/axis 1 during the friction test.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed ergonomics, setup joint (suj) calibration, friction test, and viscous drag test on patient surgical manipulator (psm) 1. The fse confirmed the issue based on the test results and replaced the psm. The fse confirmed the brake test, sine cycle, and cable tension tests passed after replacing the psm. The system was tested and verified as ready for use. Isi has received the psm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer had non-intuitive motion on patient surgical manipulator (psm) 1. The system did power on with no issues at startup. The technical service engineer (tse) asked the customer about the other psm and recommended reseating the adapter and instrument. The customer stated that psm 2 and psm 3 worked fine. The customer reseated the adapter and monopolar curved scissors (mcs) instrument, but the issue remained. Psm 1 moved in the opposite direction of the surgeon's controls on the surgeon side console (ssc). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was completed with three arms. The unintuitive motion occurred when the surgeon was manipulating instruments. The surgeon's head was in the high-resolution stereo viewer (hrsv) when unintuitive motion occurred. The failure was not caused by the instrument movement. The timing of the instrument movement was appropriate, and no shakiness or friction observed. There was no instrument-to-instrument interference and no external collisions. The issue was resolved by hard power cycling the system and moved the instrument from psm 1 to psm 3. The drape was not available. There was no injury to the patient.